Manufacturer narrative:
The product was not returned for evaluation. Without evaluating the device, we are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose (bg) levels reached 27.8 mmol/l (500 mg/dl) while wearing the pod between 4 and 24 hours on the back. The patient attempted to lower her bg levels by giving herself manual injections of insulin, but was unsuccessful. When the pod was removed, it was noted that the cannula appeared bent. Additionally, the patient was reportedly experiencing adhesive issues near the cannula. As treatment for the patient's elevated bg levels, a new pod was applied and a correction bolus was administered through the device.

Manufacturer narrative:
The device was received for evaluation and had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would cause or contribute to the reported high blood glucose levels. Additionally, the exact cause of the reported adhesive problems could not be determined.